Event description:
Immediately after the placing of a 4.0 fr PICC, the pt began to have abdominal cramps. Chest tightness, sob and facial stinging. Bp 180/120 hr=110. Pt was very flushed and anxious. Normal breath sounds without wheezing. PICC pulled immediately and all signs and symptoms gone within 5-10 mins.